Manufacturer narrative:
The insulin pump was received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. The insulin pump was received with normal operating currents. The insulin pump was also unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump failed self test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump kept beeping every hour. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.